Manufacturer narrative:
The article did not specify a model, manufacturer or serial number for the mentioned scopes. Therefore, it is unknown if the mentioned scopes were returned for evaluation and as a result, no instrument history review can be performed. An investigation is ongoing to obtain additional information from the user facility regarding the reported event.

Event description:
The service center received an article titled ¿double high-level disinfection, sterilization do not eliminate positive duodenoscope cultures.¿ the article states that the user facility conducted a study between october 2017 and september 2018 researchers took all of their operable duodenoscopes and separated them for reprocessing by either double high-level disinfection (dhld) using the facility¿s automatic endo scope reprocessor (aer) or liquid chemical sterilization using the steris 1e platform. Of 878 total surveillance cultures, 453 came from the dhld group and 425 came from the sterilization group. The scopes were randomly cultured for microbial growth. According to the author, 17 positive cultures (1.9%) were identified. Both groups had two cultures that grew high-concern organisms. The cultures identified klebsiella pneumoniae and enterobacter cloacae in the dhld group and streptococcus viridans and enterococcus species in the sterilization group. The study concluded that the use of both reprocessing methods lowered the rate of positive cultures from the scopes but did not eliminate the growths entirely. Gromski, m., sieber, m., sherman, s. & rex, d. (2019). Double high-level disinfection vs. Sterilization for reprocessing of duodenoscopes used for ercp: a prospective study. The american journal of gastroenterology, 114. Doi: 10.14309/ajg.0000000000000373.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.olympus has made multiple attempts to contact the customer for additional information, but there has been no response. The aim of the study was to compare the efficacy of reprocessing duodenoscopes with double high-level disinfection (dhld) versus liquid chemical sterilization. There was no report of a complaint with the subject device.